Manufacturer narrative:
Due to character limitation in e1 for event site name, (B)(6). A gas loss in the iab circuit occurs when the pump detects a helium loss due to a leak or a high rate of diffusion in the iab circuit. When cumulative shuttle gas loss exceeds the nominal dynamic limit of 5 cc/hr, a gas loss alarm is triggered. The alarm activates only when the iab inflation period >= 80 msec and the deflation period >= 250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using the fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.